Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased tsh results on one patient. The results provided were: sid3022312575 = 4.59 uiu/ml / roche cobas 3rd gen tsh = 8.07uiu/ml (normal range 0.27-4.20). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected from (B)(4).

Manufacturer narrative:
The investigation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, a review of manufacturing records, and a review of labeling. There was no patient sample available to assist in the investigation. A review for customer complaints for a similar issue was performed. The review did not identify an increase in complaints or any trends for reagent lot 63287ui00. Accuracy testing was performed to evaluate the ability of the architect tsh assays to provide accurate results. Three internal panels were tested with a file sample of architect tsh reagent lot 63287ui00. All validity and acceptance criteria were met, demonstrating the ability of the architect tsh assay to provide accurate results. A manufacturing review was completed and no issues were identified during the manufacturing of this lot. A review of the architect tsh labeling was performed and concluded that the falsely depressed tsh results are adequately addressed. Based on the available information and the evaluation performed, it has been determined that the architect tsh, lot 63287ui00, is performing acceptably.